Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Even though the lot no. Of this device is unknown, omsc only ship devices which pass the inspection. From the reported information, it is assumed that the event did not occur due to malfunction of the device, but occurred as a general accidental symptom by performing the procedure.

Event description:
In the literature"comparison of endoscopic papillary large balloon dilation with or without endoscopic sphincterotomy for the treatment of large bile duct stones", the following information was reported. During an endoscopic papillary large balloon dilation with est, the subject devices were used to 100 patients. Three patients suffered from mild pancreatitis. All patients fully recovered with a conservative treatment. No further information was obtained.